Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached close to 500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include throwing up and dehydration. The patient was treated with fluids to help with dehydration, dextrose and insulin via IV (intravenous) drip. The patient was still in the hospital. The pod was not worn when seeking medical attention. The mother stated that the patient was at a birthday party when the cannula may of pulled out.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.